Event description:
It was reported that the atrial lead exhibited loss of capture and sensing during the patients visit to the doctor for an unrelated medical condition. The patient was asymptomatic. The physician elected to program the device to vvi mode due to the patients ongoing medical issue. On (B)(6) 2014 the lead continued to have the same issues and the device remained programmed to vvi mode. A chest x-ray was performed and due to the poor quality of the image, no conclusions could be determined. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.